Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during initial testing; however, during the evaluation of the device to determine root cause, the report was no longer seen. The device was put through extensive testing without duplicating the customer's report. The processor/bridge/pace board, defib monitor board flex cable, and the ECG module were replaced as a precaution. The device passed the final test process, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.